Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 08/01/2017; electrode belt: 09/12/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was in a health care facility at the time of passing and the death was reported to be cardiac related. It was reported that the patient was sleeping and not alert at the time of the passing. Resuscitation efforts were made by a nurse and emt. Review of the download data, indicates that the patient received an appropriate treatment shock. The patient entered ventricular fibrillation (vf) with variable amplitude at 05:34:36 on (B)(6) 2019. The lifevest delivered an appropriate treatment shock while the patient was in vf with variable amplitude with the post-shock rhythm being asystole. Following the treatment, the patient's rhythm was asystole with pacemaker spikes. The patient remained in asystole until the electrode belt was disconnected at 05:35:29. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. It was reported that resuscitation was attempted. The patient subsequently passed away.